Manufacturer narrative:
(B)(4).

Event description:
The lead was received for product analysis in two pieces, the lead's electrodes were not returned for evaluation. Four sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. The connector pin is bent. The exact point in time of when this occurred is unknown. The lead coils have a spiral/wavy appearance and the lead assembly has kinks in two locations. A break was identified in the negative coil and the negative broken coil is protruding out from the inner silicone tubing (still within the outer tubing) through what appears to be a tear opening. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break location. Scanning electron microscopy images of the negative coil break suggest a stress-induced fracture (fatigue) in at least three strands. Secondary stress-fissures were noted in the vicinity of one strand of the negative coil. Due to pitting and/or mechanical distortion (smoothed surfaces) the fracture mechanism of the remaining strand cannot be ascertained. The outer silicone tubing has abraded openings and has a compressed appearance at multiple locations. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing likely due to the identified tubing openings and the cut ends of the returned lead portions. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was subsequently reported that due to an issue with the hospital's anesthesia resources the physician elected to undertake a procedure under local anesthesia to see if replacing the pulse generator would solve the high impedance condition. No anomaly was noted with the header connection however removal and reconnection of the lead did not resolve the high impedance condition. The implanted pulse generator properly measured impedance when evaluated with a test resistor. A new generator was then connected to the implanted lead however high impedance was still observed. The new generator was left implanted connected to the original lead and the physician plans to replace the lead at a later date. It was indicated that the explanted generator will not be returned for product analysis. No known subsequent surgical intervention has occurred to date.

Event description:
Additional x-rays were provided to the manufacturer for review following generator replacement. A potential lead fracture was observed in the images midway between the patient¿s clavicle and the position of the generator. The lead was explanted and replaced on (B)(6) 2016 and lead impedance with the new lead was reported to be within normal limits. Photographs of the explanted lead indicated severe twisting of the lead possibly due to patient manipulation (¿twiddler¿s syndrome¿) or explanted related damage. The explanted lead is expected to be returned for product analysis.

Event description:
A physician reported to an international distributor that high impedance was observed from a patient's vns system. Programming and diagnostic history submitted confirms the high impedance measurement (>10,000 ohms). No reported adverse events were reported and the patient's generator was programmed off. X-rays images submitted to the manufacturer indicate that the lead pin is likely not inserted completely into the pulse generator connector block. Follow up indicated that no known patient trauma or manipulation had occurred. The physician wishes to replace the lead and generator since the patient is a responder to vns. The generator is being replaced prophylactically as it has been implanted for 4.5 years. No known surgical interventions have occurred to date.